Manufacturer narrative:
Based on the md assessment, "this is deemed not to be a failure of the mesh, as it seems that the mesh does not cover this edge. Alternatively, this is an area where the suture was placed to secure the upper pole of the mesh and there has been a tear by the suture or retraction of the mesh from the suture placement." There was no failure of the device. If additional information regarding the patient's clinical course is reported to davol, a supplemental MDR will be submitted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence of the epigastric area. Severity is listed as mild and possible device related. In (B)(6) 2014 the patient underwent an open repair of a recurrent incisional hernia and was implanted with a bard phasix mesh. Approximately, one year later the patient had complaints of upper abdominal pain and tightness. The upper abdominal pain is more symptomatic and swollen after eating. On (B)(6) 2015 he presented for a post operative visit and it is reported that the upper abdomen was notably protuberance at mid-epigastrium just above the midline incision. This is soft and reducible, consistent with an incision hernia recurrence. The patient underwent blood testing to rule out chemical pancreatitis; however he did have jaundice of the eyes indicative of an element of bile duct obstruction with possible pancreatitis, liver function tests are pending. Md recommends CT scan to evaluate the upper and mid incision for hernia recurrence this is an addendum to the initial MDR to document additional information provided regarding the patient's clinical course. On (B)(6) 2016 - the patient was evaluated at the 18 month postop visit. The patient was reported to have gained weight. The patient's epigastric hernia has increased in size and looks more prominent to him (patient). Md notes "this hernia correlates with the edge of his mesh implantation and does not seem to be a failure of the mesh itself." The patient has new onset of right lower quadrant abdominal pain that has become worse over the "last two weeks." Upon review of the previous imaging results from (B)(6) 2015, there is no correlation of the current symptoms with any abnormalities of the abdominal wall. Md assessment: "this is deemed not to be a failure of the mesh, as it seems that the mesh does not cover this edge. Alternatively, this is an area where the suture was placed to secure the upper pole of the mesh and there has been a tear by the suture or retraction of the mesh from the suture placement."

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of surgery and is identified in the adverse reaction section of the IFU as a possible complication. Based on the information available, at this time no definitive conclusions can be made. If additional information including test results or any information regarding additional medical / surgical intervention associated with the phasix mesh is obtained, a supplemental MDR will be submitted. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence of the epigastric area. Severity is listed as mild and possible device related. In (B)(6) 2014 the patient underwent an open repair of a recurrent incisional hernia and was implanted with a bard phasix mesh. Approximately, one year later the patient had complaints of upper abdominal pain and tightness. The upper abdominal pain is more symptomatic and swollen after eating. On (B)(6) 2015 he presented for a post operative visit and it is reported that the upper abdomen was notably protuberance at mid-epigastrium just above the midline incision. This is soft and reducible, consistent with an incision hernia recurrence. The patient underwent blood testing to rule out chemical pancreatitis; however he did have jaundice of the eyes indicative of an element of bile duct obstruction with possible pancreatitis, liver function tests are pending. Md recommends CT scan to evaluate the upper and mid incision for hernia recurrence.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files corrected field: to indicate "adverse event".